Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor assembly. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
Customer reported a motor error alarm during basal delivery. Customer stated that she took out the battery and reverted to manual injection. She did not recall the blood glucose reading. She stated that she was not able to clear the alarm. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. She stated that she was unable to complete the rewind sequence. Nothing further was reported.